Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. Per the legal department, the patient has alleged lung disease. No other clinical information or medical intervention was specified. Three attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer is submitting an initial/final report at this time. If pertinent information becomes available to the manufacturer later, an addendum will be filed to this follow-up report.

Manufacturer narrative:
H3 other text : the device has not been returned to the manufacturer for analysis.